Event description:
A malfunction was reported with the pump that displayed a malfunction 13 code, and the pump could not reset. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.